Manufacturer narrative:
Sensor performed visual inspection and found sensors insertion needle bent inside sensor base. Sensor was found with insertion separate from sensor base. Remaining sensor is missing insertion needle. Unable to confirm customer received sensors in that condition due to customer returned opened/used. Unable to confirm insertion complaint against sen-serter. Also visually found remaining opened/used sensors with bent cannula.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the sensor broke. The customer's blood glucose was unknown at the time of incident. The sensor will be returned for analysis.